Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a mushroom head check. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support that a fluid leak was discovered at the completion of their pd treatment. There were no alarms that occurred prior to discovery of the fluid leak. The patient observed fluid leaking out of the cassette door when the cassette was removed from the machine. There was no reported damage identified on the cassette. The cause for the leak was not known. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. Upon follow up with the patient, it was reported that manual exchanges were not performed in the interim, and as a result, the patient missed one treatment. Reportedly, there were no symptoms experienced due to the missed treatment. The patient confirmed being trained on performing pd therapy as well as stat drains if necessary. The patient also confirmed notifying their pd nurse of the reported incident. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received the replacement cycler and has continued pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette used by the patient was reportedly discarded and therefore not available to be returned for evaluation. The lot number for the cassette could not be provided.